Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lobectomy procedure, the surgeon tried to fire the device for the lobectomy, however the device could not be fired. Replaced by a new cartridge and the firing was completed with no problem. No harm was caused to the patient.